Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that two infusion set cannulas were bent. Within 3 or more hours of abdomen and thigh insertion customer noticed symptoms. The first occurrence occurred on (B)(6) 2024 and the second on (B)(6) 2024. The blood glucose level of the patient was 374 mg/dl. Additionally, location site was regularly rotated. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Device 1 of 2.